Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: event date? (B)(6) 2019. Please confirm the number of events reported are each for different patients/procedures, if yes please clarify how many? Patient, 1 procedure. How the suture was tied? On what tissue was the suture used? Subcutaneous. How was the suture initially place? (Interrupted or continuous) interrupted. If breakage occurred during usage, how many tissue passes had occurred before breakage? 8 passes. In relation to needle, what is the approximate location of suture breakage? 1 inch. Did suture break in two pieces? Yes. Lot number? Ph6458 exp 6-30-2021.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke in 2 pieces after 8 passes. No patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 04/15/2020. Additional h-3 summary: actual sample- received for analysis an empty opened foil, an empty labeled winding former, an used needle-suture piece and a suture piece of product code mcp493g, lot ph6458. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut by the use of a surgical instrument could be observed. Additional, per the condition of the sample the functional test can¿t be performed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Sample from other ( not reported) lot: received for analysis an empty opened foil and an used needle-suture piece of product code mcp493g, lot mhm116. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut by the use of a surgical instrument could be observed. Additional, per the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot mhm116 was returned for evaluation, but it was not mentioned that it was used in this case. Which pc# does this returned suture belong to? Was it returned by mistake?